Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced dizziness and was near syncope when lifting the arm. Diagnostic revealed oversensing and no pacing on both the atrial and ventricular lead. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.